Event description:
On september 29, 2009, a doctor reported that a zirconia restoration, which had been treated with silane, was seated using nx3. The restoration fell off about 1 month after placement.

Manufacturer narrative:
The initial evaluation indicated that the device was manufactured using alphagary; however, further investigation revealed that the material was colorite. The colorite material was substituted for the alphagary material. An investigation was performed and completed for broken blue connectors. The complaints related to broken blue connectors are associated to the non automatic introducers. They were assembled using the hemovalve made out with resin from colorite supplier. As a part of the materials incoming inspection a verification of the parts for cracks, void or any molding defect will be performed prior to the release of the material. Our manufacturing process has a 100% in process visual inspection; any defective housing will be capture during this inspection. Several tests have been performed with both resins (colorite and alfagary). Units built with the alfagary material did not break during testing. It was concluded that the alfagary material will be substituted for the valve body.

Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that a piece of the product cracked, and broke during use on the patient. It was further stated that the hospital said the blue part of the introducer broke during use. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The introducer returned was broken just above the side arm extension tube. The housing appears to be alphagary material.